Event description:
It has been reported that a revision surgery was performed due to pt losing range of motion. Repeat x-rays demonstrated disruption of the locking mechanism of her tibial polyethylene.